Event description:
It was reported that right ventricular (rv) lead exhibited low out of range pacing impedance throughout the past year, which triggered a red call doctor icon on the communicator. Technical services (ts) reviewed the reports and provided troubleshooting actions and resolution. The lead remains in use. No adverse patient effects were reported.